Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported the video system center displayed a b30 scope communication error. Through troubleshooting, tac recommended cyling the power when inserting and removing the scopes, cleaning the scope contact with alcohol prep pads, and blowing out the socket on the unit. The customer was not on site, and stated they would call back if additional support was needed. Three attempts were performed to obtain additional information, but no response was received from the customer. The device is not expected to be returned. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the video system center displayed a b30 scope communication error on multiple scopes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.